Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of erroneous elecsys ft4 ii assay (ft4 ii) results for 2 patient samples on the cobas 8000 e 602 module. For patient 1 the initial ft4 ii result was >100 pmol/l and the repeat results were 30.0 pmol/l and 29.9 pmol/l. For patient 2 the initial ft4 ii result was 55.4 pmol/l and the repeat results were 18.0 pmol/l and 18.4 pmol/l. The repeat testing was performed on a different analyzer. All of the other tests were acceptable. There was no allegation of an adverse event. The erroneous results were not reported outside of the laboratory. At the time of the event, the procell reagent bottle was low. The procell reagent was replaced and the qc was acceptable. The e 602 module was in use and the performance was acceptable. The reagent lot number was 27034100. The reagent expiration date was not provided. The field service engineer (fse) replaced the mixer, changed the measuring cells and cell tube, checked the system volume, adjusted the photomultiplier tube, adjusted high voltage, performed performance testing, and performed blank cell calibration. All were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.